Manufacturer narrative:
(B)(4). The event logs, data set and devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an infusion of tpn ended 4 hours early. A 24 hour infusion of tpn was started at 5:30 pm on (B)(6) 2013. The believed volume was 100 mls. At 1:38 pm, the pc unit alarmed for error code 600.6840.5. There was no patient harm. Medical intervention was not required. The customer stated that no further patient or event information is available.